Manufacturer narrative:
Corrected: b1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this 29 mm transcatheter bioprosthetic valve, a pre-dilation was performed with a 25 mm n on-medtronic balloon. The patient was hypotensive and in first degree atrio-ventricular (av) block supported by anesthesia. The delivery catheter system (dcs) was inserted and upon the first deployment with rapid pacing, the valve did not reach the left coronary cusp (lcc). The valve was fully recaptured for mechanical expansion under rapid pacing. The valve was deployed a second time to 80% and the patient was unstable with persistent hypotension. Cardiopulmonary resuscitation (CPR) was initiated. A 34 mm valve was requested to be opened and prepared. The patient fluctuated between atrial fibrillation (afib), ventricular tachycardia, and ventricular fibrillation during the multiple rounds of CPR. Due to the patient instability, the decision was made to deploy the 29 mm valve. The valve was completely deployed in a 2 cusp view and CPR resumed. A transesophageal echocardiogram (tee) confirmed the valve was well seated with no left ventricle perforation and no aortic tear. Multiple rounds of CPR continued. The patient was in pulseless electrical activity (pea) and died. Additional information was received that the valve did not reach the lcc during first deployment because the valve had 7% oversizing and required mechanical expansion. After being recaptured, the valve fully expanded with deployment. Per the physician, the patient was already hypotensive after the pre-dilatation but continued to decompensate throughout the procedure. The physician did not attribute the dcs as a contributing cause to the death but multiple recaptures could have potentially contributed to the cause of decompensation along with a medical history of heart failure, pulmonary edema, left ventricular dysfunction, and low flow low gradient. Per the physician, if the patient had not had the transcatheter aortic valve implantation (tavi) they would not have died.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-29, serial/lot #: (B)(6), ubd: 06-dec-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this 29 mm transcatheter bioprosthetic valve, a pre-dilation was performed with a 25 mm n on-medtronic balloon. The patient was hypotensive and in first degree atrio-ventricular (av) block supported by anesthesia. The delivery catheter system (dcs) was inserted and upon the first deployment with rapid pacing, the valve did not reach the left coronary cusp (lcc). The valve was fully recaptured for mechanical expansion under rapid pacing. The valve was deployed a second time to 80% and the patient was unstable with persistent hypotension. Cardiopulmonary resuscitation (CPR) was initiated. A 34 mm valve was requested to be opened and prepared. The patient fluctuated between atrial fibrillation (afib), ventricular tachycardia, and ventricular fibrillation during the multiple rounds of CPR. Due to the patient instability, the decision was made to deploy the 29 mm valve. The valve was completely deployed in a 2 cusp view and CPR resumed. A transesophageal echocardiogram (tee) confirmed the valve was well seated with no left ventricle perforation and no aortic tear. Multiple rounds of CPR continued. The patient was in pulseless electrical activity (pea) and died.